Event description:
It was reported that the insulin pump is over delivering insulin, causing the customer to have low blood glucose levels. It was also mentioned that the customer was vomiting. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was programmed with a manual bolus and then programmed with a bolus with the bolus wizard feature. The pump delivered properly, and no active insulin or bolus wizard feature anomalies were noted during testing. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.